Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. Multiple power supplies were shorted on the computer/analog and defibrillator pcas. The cause for the damage was isolated to a failure of inter-pca connector j1002bb. The root cause for j1002bb failure could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that it would not power on.